Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the t:slim g4 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 150 mg/dl, and the meter bg reading was 250 mg/dl. Reportedly, the customer was wearing the sensor on the leg. No additional patient or event information was available. A replacement sensor was sent to the customer.